Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured on may 22, 2014 to may 23, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the infusion completed 22 hours after the expected therapy end time. The device was filled with a 250 ml solution of 60 mg of adriamycin and normal saline. There was no report of patient injury or medical intervention. No additional information is available.